Event description:
An endurant stent graft system was implanted for the treatment of a 5.6 cm in diameter abdominal aortic aneurysm. The aortic neck measures between 29 and 32 mm in diameter. The iliac arteries are tortuous and ectatic with moderate calcific plaque. It was reported that the patient presented emergently with right lower quadrant abdominal pain, nausea, and vomiting. The aneurysm has enlarged to 8 cm in diameter with a free rupture. It was reported that the stent graft migrated distally resulting in a large type I endoleak. The stent graft barbs consistent with suprarenal fixation appeared to be at the level of the renal arteries. There is an acute dilatation beyond the renal arteries with re-pressurization of the aneurysm. The patient was successfully treated with another manufacturer's stent graft. No additional clinical sequelae were reported and the patient is stable. Review of pre-implant cta¿s revealed that the patient had a 5.2cm max diameter aaa which contained thrombus. The proximal neck diameter was approximately 29mm and contained thrombus (24 x 27mm flow lumen diameter). There was mild neck angulation. The distal aortic diameter was 2cm x 3cm and calcified. Both iliac arteries were calcified and moderately tortuous. Angiogram images at implant revealed that the proximal neck flow lumen diameter was approximately 22mm l-r (per the catheter marker¿s). The main device was implanted up the right side, and positioned just below the renals. The films showed that the suprarenal stents deployed normally, and the bifurcate was deployed down to the contra limb which opened on the patient¿s right side. The ipsilateral was fully deployed and the contra limb was implanted into the left iliac artery. An iliac limb was implanted extending the ipsilateral/right limb into the right common iliac artery. Completion angiogram showed no noticeable endoleak; the bifurcate proximal margin was just below the level of the lowest left renal artery. The proximal stent graft od measured approximately 27mm. No stent graft issues were observed. Review of angiogram images at a 4 year follow-up revealed that the endurant bifurcate was currently positioned 2cm below the left renal artery. The bifurcate proximal stent graft od was 34mm, and there is a likely proximal type I endoleak. Another mfgs aortic cuff was implanted approx. 4cm above the bifurcate graft margin. At the end of the intervention no endoleak was seen. Review of cta¿s at 4 years revealed that the bifurcate proximal od was 34mm, and the aorta at the same level was 49mm. The films were non-contrast therefore stent graft patency, endoleaks and vascular measurements could not be accurately assessed. The stent graft appeared to have migrated. The cause of the migration could not be determined; however, it is likely that disease progress with neck dilatation and morphology changes likely contributed to the migration, which led to the proximal type I endoleak and aaa rupture.

Manufacturer narrative:
(B)(4).